Event description:
It was reported that an asymptomatic patient presented in clinic. A device interrogation was performed and revealed that the patient's implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave oversensing. Programming changes were made. Patient had no consequences.